Event description:
During implant procedure, r-wave amplitude variation and impedance problem were observed on the right ventricular (rv) lead. The event was resolved by replacing the rv lead. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported events of r-wave amplitude variation and impedance problem were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.